Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 17795477. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 17825508. Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17696942.

Event description:
It was reported that the patient only had stimulation on the right side. After running an impedance check, it was determined that the splitters on the infinion leads were causing high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced, the patient was doing well postoperatively.